Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). A batch record review indicates no discrepancies. Pm logs have been checked and no discrepancies were found. Affected amount: 3pcs. Aquacel ag extra 10x10cm was manufactured under sap code 1706734 and manufacturing lot number 1b02720. Lot # 1b02720 was sterilized under lot 2163-1076a and released on review of results of sterilisation provided by sterilisation company steris. All of the results are within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-030 ver.45.0 for machine doyen 4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every hour following until the order was completed. No nonconformity was registered during the manufacturing process of lot 1b02720. There are 2 complaints for lot 1b02720 however they are for different complaint issues and different malfunction codes. 4 photographs have been received for this complaint issue and have been evaluated in accordance wi-0359. The photographs confirm the lot number, product expected and the complaint issue. An investigation was opened which found the root cause to be web being mis-presented at the sachet cutter resulting in open seals. This investigation is now closed. No further action required. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 3. Patient country: (B)(6). Correction contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
On (B)(6) 2021, it was reported that in one box, 3 single blisters were badly sealed. The products were not used on patient. Photographs depicting the issue were received from the complainant.